Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened down arrow button. Device also had scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went to my doctor to get the insulin pump back on but they were unable to set it up because the down arrow was not functioning. Customer's blood glucose value was 480 mg/dl. The customer has been treating with manual injections. It is unknown for how long the customer has not been using the device. The insulin pump was not dropped or exposed to moisture. The insulin pump was replaced and returned for analysis.